Manufacturer narrative:
(B)(4).

Event description:
New information received indicates the impedance anomaly was for low, pacing lead impedance. The patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to a pacing lead impedance anomaly.